Event description:
Implant didn't achieve osseointegration, inadequate bone quality, pain. Patient on xarelto. Patient presents with #27 implant out. Patient has poor general health, questionable bone quality.